Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous and calcified mid left anterior descending. Following pre-dilatation with a non-abbott balloon catheter, the 3.0 x 38 xience prime was deployed at a nominal pressure of 9 atmospheres. After deployment a distal edge dissection occurred and a perforation occurred in the dissected area. A 4 x 12 xience prime was implanted to cover the dissection successfully and a graft master was implanted to treat the perforation and complete the procedure. There was no resistance during advancement. Pre-dilatation was performed prior to stent deployment. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of dissection and perforation of the coronary artery are listed in the xience prime, xience prime sv, and xience prime ll, ce, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.